Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown right mentor gel implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with unknown mentor gel breast implants that bilaterally ruptured after implantation. As a result, the patient underwent bilateral removal and replacement with another mentor gel implants as follow: left: serial number: (B)(4), right: serial number: (B)(4) on (B)(6) 2018. This report is for the left implant.

Manufacturer narrative:
On 6/1/2018, the lot number 265126 and catalog number 3541158 for the left device was received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained clear fluid. Brown material was observed within the device. Gel material was observed on the shell surface. Evaluation of the device revealed a rent measuring approximately 18.2 cm affecting the anterior and posterior aspects. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. No other anomalies were observed. The complaint of rupture was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/22/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).